Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was unknown. A self-test was performed and the device alarmed a hardware low level failure. The audio anomaly was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian 2 link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. Device received with hardware low level failures (variable 3) in the insulin pump trace download due to broken trace at pin 1 (vdd) on keypad assembly.